Manufacturer narrative:
A complete analysis and testing of the one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications. The transmitter was flashing while connected to the sensor, the sensor functioned properly. However, during a visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of lost sensor alarm and bent sensor cannula. The customer's blood glucose reading was 68 mg/dl while sensor glucose reading was 75 mg/dl. The customer stated that the pump alarmed threshold suspend. The customer declined to troubleshoot. The sensor was returned for analysis.